Manufacturer narrative:
Due to character limit: e1. Event site name and address: (B)(6).

Event description:
It was reported that during use, the cs300 intra aortic balloon pump (iabp) air leak occurred in the alarm loop. There was no patient harm reported.